Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on (B)(4) 2013, that during the unknown surgery on (B)(6) 2013 when the chisel was first time hit a little chip of the plastic handle of the chisel break out. It was further reported that another chisel was used to finish the operation. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument. The device was received and is currently in the evaluation process. A review of device history records was requested.